Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (intermittent power-up) has been confirmed. Upon investigation, the monitor intermittently powered on. The cause for the failure was isolated to an intermittent connector j1 on the computer/analog pca. The root cause for the intermittent connection was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
During investigation into an unrelated problem, a reportable malfunction was found. Monitor sn (B)(4) was intermittently able to power on.